Manufacturer narrative:
The investigation is ongoing. H3 other text : will be returned

Event description:
Approximately 2 years and 8 months post-tavr procedure using a 20mm sapien 3 valve, the patient underwent a surgical aortic valve replacement (savr) because of early svd (aortic stenosis (as) due to pannus or calcification). The patient had been placed on follow-up observation with antithrombotic drug(s) , but no improvement was observed. The 20 mm sapien 3 valve was explanted, and an edwards surgical valve was implanted. The explanted valve will be returned.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 valve was returned for examination. Functional and dimensional testing was unable to be performed based on the nature of the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review revealed no other complaints relating to the complaint code below. The following instructions were reviewed: sapien 3 valve with commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of post-implant-host tissue was confirmed based on the returned device. A review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint a review of IFU/training materials revealed no deficiencies. Per the returned product evaluation, growth pannus/host tissue was observed around the skirt, frame, and leaflets. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes of nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to limited insufficient information, the exact root cause for the formation of host tissue is unknown at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5 and d9. Correction to a1, this event is no longer a product problem. Correction to h6; device code, type of investigation.

Event description:
The preliminary evaluation of the returned valve indicated that the valve was returned in a solution jar, the valve frame was deformed due to the explant procedure, there was host-tissue around the frame and skirt.